Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient expressed how "I haven't been feeling well..." During support link's call. Additional information was received on 2022-feb-16, the patient stated that she reached out to her physician as her bandages are soaked in blood and they told her they were not able to help her. I advised her that she has an appointment at 11:30am on monday to check the bandages. She will be reaching out to their doctor as this appointment does not work for them. Patient also stated that they have to strain to void and nothing comes out.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.